Event description:
Target received info that a gdc coil broke at the detachment zone while the gdc was inside an aneurysm. There was no impact to the pt from this product malfunction. No other info was given about this procedure.

Manufacturer narrative:
Device breakage. Description of device analysis: date of procedure: 10/2/97. The gdc pusher wire was returned in its introducer sheath, wrapped around itself in the pouch. The catheter used in the procedure was not returned for eval. During the investigation it was observed that the gdc pusher wire had broken inside the bushing, just proximal to the detachment gap. Since the catheter used in the procedure was not returned for eval, it was not possible to determine the origin of the failure.